Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected failed battery test alarm or battery out limit alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No blank display noted during testing. Unit functioned properly. Pump passed the dat test at 0.08745 inches. No moisture damage on motor assembly or electronic assembly noted during visual inspection. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 700 mg/dl. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. The customer stated that the insulin pump had a blank display screen. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.